Event description:
Product analysis for the lead was completed and approved. The connector boot has an abraded opening resulting in partial exposure of the manufacturing ID tag. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The opening is on the connector boot itself. This portion of the lead is filled with silicone. No openings in the inner tubing or the outer silicone tubing were noted at this location. No coil portion were exposed as result of the condition.

Event description:
The lead was received for analysis. Analysis is underway but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that four weeks ago a patient had the vns implanted and then she became hoarse and suffered from a tight cord in the neck. Now they want to give this patient a revision as soon as possible. Ap chest and neck x-rays and lateral neck x-rays were reviewed. The generator placement was normal in the upper left chest, but the complete generator cannot be seen in the images provided. The connector pin cannot be confirmed to be fully inserted due to the lack of images. The lead was visualized in the chest and neck. Strain relief bend and loop were not present or placed per labeling. Two tiedowns were seen but not placed per labeling as no strain relief is present. It appears two additional tie-downs or radio-opaque anchors were used near the chest portion of the lead above the generator to secure the lead. The lead appears to be twisting as it is routing from neck down to the chest but no sharp angles are noted. The revision surgery was noted to be due to the hoarse voice and pain. The patient denies twisting it (however surgeon does not believe her) as it was not twisted during the implant procedure. The lead was explanted but has not been received for analysis to date.